Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibited oversensing of isolated noisy signals on an atrial tachy response (atr) episode. Technical services (ts) was consulted and reviewed stored episode, with the a procedure suspected as the origin of the noisy signals. The device remains in service. No adverse patient effects were reported.